Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tubes that are underfilling. The following information was provided by the initial reporter. The customer stated. It was reported by the customer that tubes are underfilling.

Manufacturer narrative:
H.6. Investigation summary: no customer samples and no photos were received in support of this complaint. Therefore, 10 production lot in-house retention tubes were visually inspected and functionally tested and the issue of underfill was not observed. Bd was unable to confirm the customer¿s indicated failure mode no samples were received, and the defect was not observed in the retention sample testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Information will be captured on trend reports and monitored.

Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tubes that are underfilling. The following information was provided by the initial reporter. The customer stated. "It was reported by the customer that tubes are underfilling."